Event description:
It was reported that the atrial lead had difficulties sensing and was not capturing. It was also reported that the lead appeared to have perforated the atrium. Tamponade was further reported. The lead was remove and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the outer insulation was breached cut, apparent explant damage; full lead analyzed.